Manufacturer narrative:
Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). In the complaint at hand, there were no signs that the button was damaged by impact, the button was only slightly compressed. The control panel was not replaced since bed's manufacturing date (october 2020). It seems that wear due to use is the most likely cause of the button malfunction. However, due to the fact that the part was scrapped, further evaluation to determined the cause could not be performed. The citadel plus instructions for use (IFU 831.374.en) include the following information regarding regular check of the bed: "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly. "Carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly. "If the result of any of these actions is unsatisfactory, contact arjo or qualified service personnel." The citadel plus bed frame was not up to the manufacturer¿s specification due to faulty button located on the control panel. The complaint was assessed as reportable due to allegation that the bed moved on its own. There was no patient involvement, and no injuries were reported.

Event description:
During the quality control check performed at the arjo service centre, it was noted that the citadel plus bed frame moved unintentionally because the button responsible for the downward movement, located on the attendant control panel on the right-hand head-end side rail, was stuck in the activated position. There was no patient involvement. No injury was reported.